Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called to assist customer at home due to low blood glucose. The blood glucose reading was 81 mg/dl at the time the paramedics arrived. Customer stated that he passed out due to low blood glucose of 61 mg/dl. He stated that his wife administrated glucose and called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.